Manufacturer narrative:
(B)(4). The customer reported that an alarm sounded for an asystole event at the central station. However, it stopped without any user interaction. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that an alarm sounded for an asystole event at the central station. However, it stopped without any user interaction. The pt expired.